Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Troubleshooting was performed and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Troubleshooting was performed and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received another inappropriate shock due to oversensing of noise. The patient was brought back in for system testing. Oversensing and noise was able to be reproduced with pocket manipulation, and after checking all sensing vectors, the s-ICD was reprogrammed and remains in service. Troubleshooting options were discussed with the field, no adverse patient effects were reported. Additional information provided form the field indicated due to the patient's previous history of inappropriate shock therapy, surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. Troubleshooting was performed and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient had received another inappropriate shock due to oversensing of noise. The s-ICD remains in service and no additional adverse patient effects were reported.